Event description:
It was reported that syringe 5ml ll w/ndl 21x1-1/2 rb needle breaks off during use. The following information was provided by the initial reporter: material no.: 309633 batch no.: 0224356. It was reported that needles are breaking off during drawing medication.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll w/ndl 21x1-1/2 rb needle breaks off during use. The following information was provided by the initial reporter: material no.: 309633, batch no.: 0224356. It was reported that needles are breaking off during drawing medication.